Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure in the colon. According to the complainant, they were placing resolution clips on an active bleeding lesion. The first clip used functioned properly. However, the second clip would not open. The procedure was able to be completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B) (4)